Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he has high blood glucose and he does not know why. His blood glucose at the time of incident was 359 mg/dl, and on the phone it was 415 mg/dl. Customer stated that he didn't feel symptoms of high blood glucose. Troubleshooting was initiated; a high pressure test was performed and the insulin pump alarmed with no delivery. Customer changed his entire infusion set, his reservoir, and insulin, and resolved the alarm. He treated per health care provider's instructions and was advised that the pump was working as designed and to follow up with his health care professional for the high blood glucose. No products were returned and a replacement infusion set was shipped to the customer.